Manufacturer narrative:
H6:resp mask the product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
The velcro is not good and is not secure and the head cradle straps are far too long for small heads.

Manufacturer narrative:
H6: resp mask. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 15 dec 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint of the velcro is not good and is not secure and the head cradle straps are far too long for small heads regarding part niv043 was not confirmed. The root cause could possibly be a result of strap not good setting from user. Risk assessment was not performed due to supplier is the design owner, airlife is the distributor of the product series. There have been 2 other complaints regarding the same part with the 24 moths preceding the reporting of this issue. Complaints will continue to be monitored for possible trends.

Event description:
The velcro is not good and is not secure and the head cradle straps are far too long for small heads.